Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported if the pt was hospitalized for this event. The cause of the peritonitis was not reported. The pt's treatment was not reported. Additional information was requested but is not available.